Manufacturer narrative:
Further information was requested but yet not received.

Event description:
It was reported that patient's right ventricular lead exhibited high defibrillation impedance. No intervention was performed. There were no patient consequences.